Event description:
A helipaq coil (che180410-30/c14870) would not detach, even though all lights on the box showed it to be working properly. The pre-deployment electrical check had passed the pre-deployment electrical check. Three other coils had been detached prior to the coil. Two other deltamaxx coils (dmx18031220/lots c21215 and c18564) and one additional cable were then tested outside the patient, and detachment was still not possible. The control box (dcb00000500/f51078), the cables (ccb00015700/c21619 and ecb00018200/c25929) and the coils will be returned for analysis. There was no clinically significant delay in the procedure or injury to the patient due to the event.

Manufacturer narrative:
Concomitant products: devices used in the procedure included: a helipaq coil (che180410-30/c14870), two deltamaxx coils (dmx18031220/lots c21215 and c18564,) one control box (dcb00000500/f51078), two cables (ccb00015700/c21619 and ecb00018200/c25929). (B)(6). It is anticipated that the devices will be returned for analysis; however, the devices have not yet been returned. Additional information will be submitted within 30 days of receipt. This is 1 of 4 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2014-50027, 2954740-2014-50028, and 2954740-2014-50029.

Manufacturer narrative:
Complaint conclusion: a helipaq coil (che180410-30/c14870) would not detach, even though all lights on the box appeared it to be working properly. The pre-deployment electrical check had passed the pre-deployment electrical check. Three other coils had been detached prior to the coil. Two other deltamaxx coils (dmx18031220/lots c21215 and c18564) and one additional cable were then tested outside the patient, and detachment was still not possible. The control box (dcb00000500/f51078), the cables (ccb00015700/c21619 and ecb00018200/c25929) and the coils will be returned for analysis. There was no clinically significant delay in the procedure or injury to the patient due to the event. As viewed through the returned packaging it was observed that the coil was entangled around the connecting cable and was severely stretched at the proximal section. As this damage was not reported in the complaint event, it cannot be determined how and when this damage occurred. The detachment fiber did not receive heat and melt. The returned dpu (c14870) passed electrical testing with resistance at 52.2 ohms, and using both connecting cables (ccb & ecb), the enpower systems go green light illuminated. The coil was then detached on the first detachment cycle. The laboratory post-detachment resistance is 52.2 ohms, which passes electrical testing. The detachment fiber received heat and melted as designed. The field complaint could not be duplicated; therefore the root cause of the coils non-detachment cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach the coil could not be confirmed, since the devices passed functional testing during analysis. The root cause of the event could not be determined; however, handling factors may have contributed to the failure to detach. The damage present on the coils was most likely related to the condition in which the coils were received for analysis. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time. This is 1 of 3 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2014-50027, 2954740-2014-50028, and 2954740-2014-50029.